Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a (B)(6), thin, female patient underwent a diagnostic vascular catheterization procedure on (B)(6) 2011. The physician is a trained user of the mynx and chose to use the device for femoral artery closure following the procedure. A pre-procedure femoral angiogram revealed no calcium or pvd in the vicinity of the access site. There were no reported complications during the procedure or the mynx closure. It was reported that hemostasis was successfully achieved with mynx. The patient was admitted to the hospital for other medical issues (gi). Three days post procedure, the patient developed symptoms of a local reaction including swelling, redness and tenderness. The patient was afebrile. Cultures taken were negative, however, patient was placed on prophylactic antibiotics. The physician will perform a bedside incision and drainage (I&d) on (B)(6) 2011. Received an update from the aci sales professional on (B)(6) 2011 who reported that the patient underwent the I&d as scheduled which was performed bedside and not in the operating room. On (B)(6) 2011, additional information was provided by the aci sales professional reporting that the patient received the antibiotics intravenously. Discharge date is unknown and no further information was provided.